Manufacturer narrative:
It was reported that the patient has limited range of motion. The surgeon performed a manipulation under anesthesia. A procedure is planned to clean out any obstructions and to perform soft tissue releases. Poly inserts will be exchanged during the procedure.

Event description:
It was reported that the patient has limited range of motion. The surgeon performed a manipulation under anesthesia. A procedure is planned to clean out any obstructions and to perform soft tissue releases. Poly inserts will be exchanged during the procedure.